Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced a power supply unit. The device was returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing a treatment and completed it. Review of log file showed that there is an issue with power supply. The engineer replaced the power supply unit (psu) and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.